Event description:
It was reported that the patient presented in the emergency room with symptoms of fatigue. The patient was experiencing vt that was not being treated by the device due to the programmed settings, and was rescued with external cardioversion. The device was reprogrammed and remains implanted. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.